Event description:
Event description upon receipt, the memory disk was analyzed by guidant's reliability assurance laboratory. The longevity of this device is currently meeting expected longevity. This event will be reopened if additional information is received.